Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery. During retraction of the 2.5 x 12 mm nc trek balloon catheter, after successful pre-dilatation, the hypotube of the device separated. There was no resistance noted. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.